Manufacturer narrative:
(B)(4). The explanted mitraclip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and slda (single leaflet device attachment).it was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 2. On (B)(6) 2018 the mr increased to grade 3 and a single leaflet device attachment was noted. The patient underwent a surgical repair of the mitral valve on (B)(6) 2018. The patient tolerated the surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of recurrent mr (mitral regurgitation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported slda (single leaflet device attachment) appears to be related to patient morphology/pathology as there was a large prolapse on the anterior leaflet and a restricted posterior leaflet. The mr was likely a result of patient/procedural conditions due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.